Event description:
During testing the air alarm was activated. The tubing clamp did not fully occlude the tubing which allowed a partial flow to continue.

Manufacturer narrative:
Evaluation summary: the product was returned to the manufacturing facility for evaluation. A test video was provided by the reporter showing product issue. In the video, there was evidence that the disposable tubing may not have been installed in accordance with our operator's manual. Duplicating these conditions the manufacturing facility was able to replicate the customer's experience. The conclusion was that with use of our disposable with a smaller diameter tubing (model f-10) the tubing can be placed out of position within the air detector or routed through the air detector without the clamp slot closed. If this occurs, the clamp could fail to contact the entire diameter of the tube; in this case, fluid could continue to flow with the clamp engaged. In response to this issue, the manufacturing facility has conducted a risk review and performed extensive testing with varying circumstances. Their investigation and risk assessment has demonstrated that if a disposable with the small filter assembly is used and the tubing is out of position and in use with the product listed with a patient, it is unlikely for injury to occur unless the caregivers did not purge the tubing and IV bag of air prior to patient use as per all product instructions. The manufacturing facility determined that the likelihood of the scenario described was remote. It should be noted that there have been no reported incidents of injury related to this failure. The manufacturing facility will be discontinuing use of the small diameter tubing for this product type. The manufacturing facility determined that the likelihood of the scenario described was remote; thus the risk listed with the failure described was determined as low as reasonably practicable. The manufacturing facility has determined that no field action will be taken.